Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30940181l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2023-00676 for product code d128208 (pentaray nav high-density mapping eco catheter).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and pentaray nav high-density mapping eco catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and ultimately passed away. It was reported that this severe adverse event occurred during a procedure of redo atrial fibrillation ablation. After the ablation on the pulmonary veins (4 veins) the atrial fibrillation changed into a left atypical flutter. After the anterior line ablation, the cycle of the tachycardia changed and a remap with pentaray catheter was performed. A touch up ablation in the anterior line allows to interrupt the flutter. During the remap, performed with the stimulation through ablation catheter positioned in left atrial appendage (laa) and mapped with the pentaray catheter, the patient had a severe complication (pericardial effusion). The patient died after 2 hours of the severe adverse event. Surgery was delayed due to the reported event for 120 minutes. Action taken when event occurred was to try ¿to reanimate the patient¿. Procedure was not successfully completed. Patient expired. Medical intervention required was pericardial puncture guided by x-ray and echo. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Pericardiac puncture was done. Other relevant history: -> patient with atrial fibrillation. Two types of atrial tachycardia in 2016. 2017 first ablation of atrial fibrillation. Since (B)(6) 2022 persistent atrial fibrillation. In (B)(6) 2022 stenosis cd. Critical stenosis of cx. (B)(6) 2022 crt-p and ablation of av node. Generator information was a smartablate, g4c-2472. A thermocool® smarttouch® sf catheter was used. Visitag module was used, parameters for stability used was 3mm, 3sec. Additional filter used with the visitag was 3grams, 25% time, respiration adj, tag size 3. Color options used prospectively was ai. In the physician¿s opinion, the cause of death was high force in laa during pacing. The patient had a reaction during the ablation of the rspv (right superior pulmonary vein ). After at least one hour, at the end of the ablation phase, the stimulation from laa was performed using the stsf catheter and the map performed using the pentaray catheter. This mapping phase required at least 15 minutes. Transseptal puncture was performed with an abbott, brk-1 xs series ref (B)(4). No evidence of steam pop. The event occurred during the mapping phase after the ablation. Stsf catheter with standard flow settings was used (2ml/min during map, 8 ml/min under 30ws, 15ml/min upper 30ws). Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No errors. High force during the ablation of the rspv. Intervention required due to the delay was defibrillation, chest compressions, medication, CPR and pericardic puncture.